Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The occurred on an unspecified date and involved a transpac® it trifurcated monitoring kit w/safeset¿ reservoir, 60" tubing, 3 03 ml flush device and 2 needleless valves. The customer reported that the high central venous pressure (cvp) and trace would appear "underdamped". Additional information was received stating that patient's transducer is reading inaccurately. Cvp reading at 30+. Re-zero'd the line and performed full line change and cvp continues to read high. There was no harm reported as a consequence of the event.

Manufacturer narrative:
The following was received by the customer for complaint investigation: one used list #011-46108-02, transpac¿ it trifurcated monitoring kit w/safeset¿ reservoir, 60" tubing, 3 03 ml flush device and 2 needleless valves; lot #12734043. The reported complaint of dampened waveform was confirmed. No visual anomalies were observed on the returned set. When the returned set was tested for the damping coefficient test, the damping coefficient and the natural frequency arterial line (red) failed the acceptable range. The other two lines fell within the acceptable range. The device history record and relevant commodities were reviewed, and no discrepancy was identified.